Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet stopped dosing for several days and displayed alert 38 during a supply change, consistent with a motor stall and resultant failure to infuse; a full supply change with new supplies and a dry run were completed, after which delivery resumed, and cgm values were elevated during the event. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a communications problem and a component-related malfunction involving the motor, aligned with a failure to infuse and consecutive stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.